Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was reported the device was explanted due to suspected premature battery depletion. Parameters set were about 3.5v, 90 microseconds pw and 130 hz with the case + and 1 electrode as the cathode. The second unused channel was not plugged. Detailed troubleshooting was carried out intra-operatively and all the impedances in all possible monopolar and bipolar configurations were between 650 - 1400 ohms. No open or short circuits were detectable in the system. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.